Event description:
It was reported the patient presented for defibrillation threshold testing. During the test, the implantable cardioverter defibrillator (ICD) delivered a shock at the same time the patient received an external shock when the ICD failed to convert the ventricular fibrillation. The ICD delivered an error message afterwards. A software upgrade was performed to resolve the error message. The patient was in stable condition.